Event description:
It was reported that during r&d testing the 2nd stopper pullout force for some tubes did not meet specification with a bd vacutainer® sst¿ blood collection tubes. There were 3 occurrences with batch 9081745 and 6 occurrences with batch 9093690. No patients were affected. The following information was provided by the initial reporter: (2 of 4) it was reported the 2nd stopper pullout force for some tubes did not meet specification. During r&d testing in franklin lakes, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.)

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received a memo from bd r&d team documenting the failure of 2nd pull out testing. The data was evaluated and the indicated failure mode for stopper pullout force with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the bd internal test data, the indicated failure mode for stopper pullout force with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081745, medical device expiration date: 2020-03-31, device manufacture date: 2019-03-22. Medical device lot #: 9093690, medical device expiration date: 2020-03-31, device manufacture date: 2019-04-03. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during r&d testing the 2nd stopper pullout force for some tubes did not meet specification with a bd vacutainer® sst¿ blood collection tubes. There were 3 occurrences with batch 9081745 and 6 occurrences with batch 9093690. No patients were affected. The following information was provided by the initial reporter: (2 of 4). It was reported the 2nd stopper pullout force for some tubes did not meet specification. During r&d testing in franklin lakes, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.)